Event description:
I'm not typing all this again! Wait. I'm now doing it again because the picture file upload froze. I just experienced two back-to-back failures of abbott freestyle libre 2 sensors early this morning and as well as a failure on (B)(6) 2023, and one last fall. Lot ktp005922 sn (B)(6), lot ktp005922 sn (B)(6)\, and lot ktp005369 sn (B)(6). Reference reports: mw5116963, mw5116964, mw5116965.